Event description:
I had aquamid injected in my cheekbones 2 years ago and now I had a huge infection with an abscess. I was hospitalized for 4 days taking antibiotics intravenous and I had a surgery to get rid of the abscess. I left the hospital with a drain in my face that I have to squeezed it and changing the packing everyday. After 30 days, my face started to be swollen again. I rushed to the emergency room and I had another abscess and my face was huge again. Now I am taking antibiotics and probably with no hopes because the doctors don't know how to remove it without deforming my face. I'm very pretty and young. Right now I don't have a normal life anymore. Everyday I'm waiting for another abscess or even worse. The doctors also said that I'm risking to loose my right sight. I'm being treated at the hospital. I heard from my own doctor that aquamid will be approved to be used in the united states. Please look at my case, I have no life anymore and my only sin was to try to be prettier. Please don't let this thing called aquamid destroy other peoples' lives. I have several pictures and lots of documents from my doctor and from the hospital, my agony didn't stop yet. Thanks.